Manufacturer narrative:
Evaluation results - (other): visual inspection of the product found one haptic torn off. There was evidence of surgical residue. An aq cartridge was returned with no visible damage. A haptic was found stuck in the cartridge conclusions - (no conclusion can be drawn): the root cause for this event cannot be determined because the injector was not returned.

Event description:
The surgeon attempted to implant an aq2010v silicone lens, but it broke in the cartridge. There was no patient contact or injury. The facility stated it was unknown as to why the lens broke. An aq2.8s cartridge with lot number 1186946 was used. An msi-pm injector was used, but the lot number was not provided by the facility.